Event description:
I was demonstrating how to wedge a swan ganz catheter to my orientee and upon inflation of the balloon I heard a "popping" sound. The patient and my orientee also heard the sound. The patient was alert and oriented x3 with stable vital signs. The patient said she was startled but did not show any other symptoms of discomfort. The swan waveform remained in pa (pulmonary artery) and the fellow and the attending physician were notified. Dr examined the patient and removed the swan without difficulty.